Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra fine¿ insulin pen needle there was an issue with sterile breach. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (90) 8mm, 31g bd pen needles, 83 sealed and 7 were received open. Consumer reported pen needles with the outer needle cover off of them or loose in the box. Returned to the pharmacy. All returned pen needles were examined and all 7 pen needles returned already opened attached and detach without any difficulty; no loose covers were observed. Out of the 83 returned sealed pen needles, 30 were randomly selected and examined and the covers attach and detach as expected. The alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed. Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: yes.

Event description:
It was reported with the use of the bd ultra fine¿ insulin pen needle there was an issue with sterile breach. There was no report of injury or further medical intervention.